Event description:
It was reported that the user experienced hyperglycemia while using the infusion set, with no alerts or alarms and no apparent leaks, and later disclosed that the pump had remained paused because the set change process was not completed; insulin delivery was subsequently resumed and the fill tubing step was rechecked. Symptoms included elevated blood glucose, with a reported maximum of 340 mg/dl, without dizziness, loss of consciousness, or diabetic ketoacidosis. Outcomes included self-management without back-up therapy, medical intervention, or hospitalization. Investigation included troubleshooting and education, including guided set change and verification of proper tubing fill and insulin delivery. Investigation of this case revealed that the cause of hyperglycemia was unclear, with user-reported pump pause during an incomplete set change as a plausible contributor, and no device alarms or infusion set defects identified. It was concluded, based on previously established findings for similar reports, that the cause was inconclusive due to insufficient evidence of device malfunction.

Manufacturer narrative:
This MDR is part of a remedial submission made in response to FDA form 483 observations to ensure full reporting compliance.